Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarms noted. Unit received with cracked case at display window corners and lcd window. The insulin pump was received with broken reservoir tube lip, belt clip slot and battery tube threads. The insulin pump was received missing o-ring (reservoir tube). This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The mother reported via phone call that the customer received a button error alarm. Customer stated the buttons were unresponsive on the insulin pump when attempting to bolus. The customer's blood glucose was 225 mg/dl. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.